Event description:
It was reported that the coronary sinus was perforated while placing the left ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.